Event description:
Covidien received info stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu) and then reset itself. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).